Event description:
It was reported that the patient underwent bariatric surgery on an unknown date and reservoir was attached to a drain. Following the procedure, the surgeon requested the patient attend the clinic for removal of the drain. The physician removed the drain at the right time. A plastic part was found in the reservoir and it was reported that it may be the anti-reflux valve. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported there were no intra-operative complications. The first activation was (B)(6) 2015 and patient monitored the drainage. It was reported that the physician did not have problems with the reservoir and it continued to drain. The tip of the drainage tube was found located in the reservoir. Conclusion: a photograph of the actual reservoir was received for evaluation. Visual inspection of the photograph revealed the valve detached and fallen inside the reservoir. The latex valve appears deteriorated and apparently slipped from the base. A piece of tissue looks to be stuck inside the valve and this could have contributed to the event.